Event description:
According to the reporter: the device was implanted twice in 2010. The pt allegedly underwent revision surgery in 2010. The mesh became loose and infected and caused her severe pain and suffering. It made her sick all the time and now her abdomen is severely protruded and she now requires 3rd surgery.

Manufacturer narrative:
(B)(4)